Event description:
The customer obtained an unexpected false (B)(6) vitros anti-hav igm result from a single patient sample run on a vitros eciq immunodiagnostic system. The false (B)(6) vitros anti-hav igm result was considered to be unexpected based on (B)(6) vitros anti-hav total result obtained for the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected (B)(6) vitros anti-hav igm result was reported outside of the laboratory. It is unknown if a corrected report was issued from the laboratory, however there was no allegation of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that an unexpected false (B)(6) vitros anti-hav igm result was obtained from a single patient sample run on a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive root cause. There was no evidence to suggest that an instrument or reagent malfunction occurred.however, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The root cause of this event is unknown.